Event description:
It was reported that: in view of a transfer to a different hospital department in the next few days, the number of lines had to be reduced, so one of the lines had to be clamped and heparinized. At the time of treatment, the nurse wanted to remove the infusion line to close the line. When she tried to unscrew the line from the extension with tap, the junction broke. Consequences confirmed: line was impossible to use. Line was clamped. The patient was reported as fine, there was no reproted patient harm or consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), the report of a separated extension line/luer hub cannot be confirmed through analysis of the customer supplied photo. The customer provided one image showing a connector tubing and a stopcock. Visual analysis could not confirm the complaint as there was no clear visual evidence of a separation. Additionally, further analysis of the bill of materials revealed that neither a stopcock nor connector tubing are included within this finished kit. Therefore, it can be concluded that the pictured component is likely not an arrow device packaged within the reported finished kit. A device history record review was performed based on sales history, and no relevant findings were identified. Based on the customer report and the analysis of the customer photo, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: in view of a transfer to a different hospital department in the next few days, the number of lines had to be reduced, so one of the lines had to be clamped and heparinized. At the time of treatment, the nurse wanted to remove the infusion line to close the line. When she tried to unscrew the line from the extension with tap, the junction broke. Consequences confirmed: line was impossible to use. Line was clamped. The patient was reported as fine, there was no reported patient harm or consequence.